Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026 the patient a high cgm reading but no alert sounded. There was no further information regarding the high cgm reading. On the same day, the patient experienced shaking, dizziness, seizure, loss of consciousness and fell off her chair. The cgm reading went down to 40 mg/dl, but no alert had sounded. The patient´s spouse was able to take a fingerstick before the patient lost consciousness and at that time the cgm reading was 45 mg/dl, and the blood glucose reading was 40 mg/dl. The patient was treated by the spouse honey and apple. No further medication was reported and the patient was not brought to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that her cgm reading was high but no alert sounded. There was no further information regarding the high cgm reading. On the same day, the patient experienced shaking, dizziness, seizure, loss of consciousness and fell off her chair. The cgm reading went down to 40 mg/dl, but no alert sounded. The patient´s spouse was able to take a fingerstick before the patient lost consciousness and at that time the cgm reading was 45 mg/dl, while the blood glucose reading was 40 mg/dl. The spouse gave the patient honey and apple juice. No further medication was reported and the patient was not brought to the hospital. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.